Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) using ruby coils, a non-penumbra catheter and lantern delivery microcatheters (lantern). During the procedure, the physician advanced the lantern through the catheter and into the target vessel. Next, the physician attempted to advance a ruby coil through the lantern, but the ruby coil would not exit the lantern. The physician then re-positioned the ruby coil several times and attempted to re-advance it through the lantern, but was unsuccessful. Therefore, the lantern and ruby coil were removed. Upon removal, the physician noticed that the distal end of the lantern was kinked. The procedure was completed using a new lantern, the previously removed ruby coil, additional penumbra coils, and two other coils. There was no report of an adverse effect to the patient.